Manufacturer narrative:
Manufacturer investigation conclusion: analysis of the submitted log files confirmed brief pump stops that were consistent with electrostatic discharge. It should be noted that one of the pump stops resulted in a brief pump off alarm and appeared to progress to an lvad fault alarm. A direct correlation between heartmate 3 lvas, serial number (B)(4) and the log file findings could not conclusively be established through this evaluation. The system controller event log file contains data from (B)(6) 2020 at 09:27am through (B)(6) 2020 at 02:41pm. Brief pump stops were captured on (B)(6) 2020 at 03:29am and (B)(6) 2020 at 05:47am. These pump stops lasted approximately 3 seconds each. The pump stops were associated with low pump current, low speed advisory, low speed hazard, pump stop, and low flow fault flags. These events did not result in any audible alarms. An additional pump stop was captured on (B)(6) 2020 at 06:11:29 am. This pump stop lasted approximately 5 seconds. This pump stop was associated with com-a, com-b, low pump current, low speed advisory, low speed hazard, pump stop, and low flow fault flags. This pump stop event progressed into a brief, audible lvad_off alarm at 06:11:33 am. On the next line of captured data, approximately 8 seconds later at 06:11:41 am, the lvad fault alarm was active. The pump speed was above the low speed limit at this time. The lvad fault alarm remained active for the remainder of the file. On (B)(6) 2020 at 12:40:49 pm, com-a, and com-b fault flags were captured, followed by a low pump current fault flag at 12:40:50 pm. A brief pump stop was captured at 12:40:54 pm. The lvad fault alarm remained active from the previous esd event on (B)(6) 2020, but no additional alarms appeared to activate. All of these events appeared consistent with esd events. No additional atypical events were captured. It was reported that the patient experienced esd events. A red heart alarm and audible signals were also reported. The controller was exchanged and the alarm reportedly disappeared. There were no adverse consequences reported. It should be noted that the patient ultimately expired on (B)(6) 2020 due to causes unrelated to the lvad. No autopsy was performed and heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. The heartmate 3 lvas IFU explains that strong static discharges should be avoided. This document also explains all system alarms (including pump off and lvad fault alarms) and the recommended actions associated with them. The heartmate 3 lvas patient handbook warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This handbook also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an electro-static discharge event (esd). Log file analysis later revealed that the esd event propagated to a left ventricular assist device (lvad) off alarm, and then an lvad fault alarm. The account exchanged the controller and the alarm resolved. No further information was provided.